Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that rv lead impedance measurement of more than 2000. The physician was dr. (B)(6) at (B)(6) hospital in new lenox, il. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).